Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the manager had spoken with the pwd regarding line-blocked alarms. During the call, the pwd had replaced the cassette and tubing and was able to successfully resume therapy. The event did affect patient care but there was reported no injury to the patient. The patient was a white, non-hispanic or latino, male, born on (B)(6) 1948, weighing 180 lbs. The event occurred while in use with a patient and the operator of the device was the lay user or patient.